Event description:
Following the high impedances obtained on a previous ins used during the same surgical procedure, there was no change on contact 0. The surgery was completed and the patient was going to be programmed. It was unclear if the impedance issue resolved. Refer to manufacturer¿s report # 3007566237-2013-02143 for additional information regarding the previous ins.

Manufacturer narrative:
Product ID: 3058, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).